Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. H3 analysis: the product has not been returned. Without product, our analysis is limited to a review of the device history record, which showed the product met specifications for release to distribution. Conclusion: without the return of the product, we are unable to determine the cause of the reported event. There was no reported complication to the patient.

Event description:
Information received indicates that some blood leaded onto the heat exchanger of the affinity oxygenator at the beginning of the bypass. The location of leakage was not identified. The oxygenator was changed out with no reported complication to the patient.